Event description:
It was reported that the pacing-dependent patient presented for remote follow-up via (B)(6).net. A review of the transmission revealed persistent over-sensed noise exhibited by the right ventricular lead. Programming changes were made. Further information was requested but not received.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, g3, h1, h2, h6.

Event description:
New information received notes fracture was noted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
Correction: coding for h6 should have been no clinical signs, symptoms or conditions e2403 not insufficient information.